Event description:
It was reported that the patient complained of feeling 'crummy.' The device was checked and it was determined that the patient was in ventricular tachycardia (vt), which has been held due to onset programming. The onset feature will be programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.